Event description:
The customer had reported an unusual noise when the hand piece was plugged into the electrosurgical unit.

Manufacturer narrative:
Conmed electrosurgery had received one hand piece outside of its original packaging. It was subjected to an electrosurgical unit interface test, which simulates actual use, and it had failed. It did not operate as intended. The activation button was intermittent and the hand piece had also self-activated. Once the device was opened to examine the inner contents, it was noticed that the two wire connectors were soldered together creating a wire short circuit which had caused the reported event. This was deemed to have been a manufacturing error and the complaint was confirmed. This report is being filed late due to a human error. Conmed receives batches of complaints from our distributor which contains information such as the problem reported, the facility, product catalog number, etc. Additionally, our distributor performs their own tests before sending back the sample. These results are documented as well. Although the facility's complaint stated that there was an unusual noise, our distributor had determined that the device had self-activated. This second evaluation was overlooked when the complaints were entered. This issue has been discussed within the regulatory affairs group and there will be a collective effort to deter this event from happening again.